Event description:
It was reported that the patient was in cardiac atrial fibrillation with slower r-r rates, then developed into ventricular tachycardia (vt), but the implantable cardioverter defibrillator (ICD) device withheld therapy due to the wavelet being unable to detect the vt presence. Pacing mode was reprogrammed and wavelet was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).